Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained relevant events from (B)(6) 2024. Multiple, transient low flow hazard alarms were captured. Of note, elevated pulsatility index (pi) values were observed during the low flow events. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). Section 6 of the IFU, ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into clinic to adjust their low flow threshold to 2.0 lpm because they were experiencing increased low flow alarms. The patient had echocardiograms and medications changed prior to arrival. The low flow alarms activated while they were in the room and the flow on the system controller showed 2.3 lpm once the patient got it out of their bag, the alarm resolved. The clinician hooked up the backup system controller to adjust the threshold and it was noted that the system controller had already been adjusted to 2.0 lpm due to inflow cannula malposition. It was noted that as of now, there was no change in the issue of inflow malposition. The patient was having low flows below 2.0 lpm and high pulsatility indexes during the low flow alarms. The patient complained that their backup system controller ((B)(6)) was hot while they slept so they were issued a new system controller ((B)(6)) that had the low flow threshold adjusted to 2.0 lpm. The patient was evaluated and was found to be dehydrated. They were hydrated but the low flows continued. Their medication was adjusted but they were admitted at the time to further address. Log files captured low flow events on (B)(6) 2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. The patient was hypovolemic. The patient's inflow cannula malposition is reported under MFR #: 2916596-2021-05869.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into clinic to adjust their low flow threshold to 2.0lpm because they were experiencing increased low flow alarms. The patient had echocardiograms and medications changed prior to arrival. The low flow alarms activated while they were in the room and the flow on the system controller showed 2.3lpm once the patient got it out of their bag and the alarm resolved. The clinician hooked up the backup system controller to adjust the threshold and it was noted that the system controller had already been adjusted to 2.0lpm per cs-156871. The patient was having low flows below 2.0lpm and high pulsatility indexes during the low flow alarms. The patient complained that their backup system controller (hsc-101560) was hot while they slept so they were issued a new system controller (hsc-140627) that had the low flow threshold adjusted to 2.0lpm. The patient was evaluated and was found to be dehydrated. They were hydrated but the low flows continued. Their medication was adjusted but they were admitted at the time to further address. Log files captured low flow events on 11mar12024, 12mar & 13mar2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. The patient was hypovolemic. It was previously reported in per-2021-0166240 that a low flow software update was performed for the patient with inflow malposition. As of now, there was no change in the issue of inflow malposition. Related MFR number: 2916596-2024-01656 (hot controller).